Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer resumed use of the pump after being on an "extended pump break", the customer's bolus calculations were found to be incorrect. The customer's blood glucose level was over 300 mg/dl. The customer consulted with a healthcare provider and the correction factor and carbohydrate ratio settings were adjusted.